Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 365 mg/dl. The customer last changed his infusion set the morning of the event. Troubleshooting was performed, and initially no insulin exited during the prime test. After changing the infusion set, insulin did exit during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.